Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in (B)(6) site 4 in the mouth, the implant had not integrated in type I bone. Clinician reported insufficient bone quality and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 4 in the mouth, the implant had not integrated in type I bone. Clinician reported insufficient bone quality and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).